Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the reciprocating arm pin located on the neck was broken off. The device came in with no reciprocating arm or width plate screw. The motor was not running correctly and was squealing. Rpms were unable to be taken. The control bar was loose and not in position. The planetary pins were not flush, and a new planetary device needed to be built. The planetary device came in with 3 wave washers installed, where there should only have been 1. Cannot confirm that this was done by one of our technicians, as the device has no record of ever being serviced by us since it was built. This could have been done by third-party repair. The planetary carrier, poppet assembly, motor, swivel, eccentric shaft, head, neck, adjustment cams, width plate screw, gland seal, gland seal nut, nut bearing lock, and needle bearing were all replaced. New vespels and semi-circles were installed. The control bar was adjusted and resolved the reported issue. It was noted that the device was manufactured in 2018 and had not been returned for preventative maintenance. The device should be returned to zimmer surgical, dover, oh or an authorized repair center. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use and use error. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that the black toggle that moves blade does not move smoothly at the correct pressure of gas to cut efficiently. There is no information provided regarding the timing of the event or if there was any patient involvement/harm that may have occurred. Due diligence is in progress. No additional information is available.